Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient was not showing up on the station. A technical support specialist (tss) dialed into the production database server and launched sql server management studio (ssms). Ran the downtime query and confirmed that no xml messages were stuck in the queue. Verified with hit that the network issue has been resolved. Also confirmed that orders and patient information are now successfully crossing over to the station. System is functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with server. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.